Event description:
It was observed during device evaluation, that the image of the colonovideoscope had noise when angulating in the right and left direction. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was a damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.